Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising and high impedances on the right atrial (ra) lead. It was noted that there was also a polarity switch, over-sensing and noise on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead continued to show noise and non-physiologic intervals during high rate episodes. The ra lead was reprogrammed and remains in use.